Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was an abrupt increase in threshold and currently measures 6v@.2ms bipolar and 7.5v@.4ms. The patient states there had been no change in medications and no trauma to the chest. The exact cause was unknown but reportably it could be a lead issue or a tissue problem. The atrial lead remains in use. No patient complications were reported as a result of this event.